Event description:
It was reported that the right atrial lead dislodged. The lead was electronically abandoned. The patient is a participant in the shock-less study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.